Manufacturer narrative:
The technician found the drive brake spring was dirty. The technician cleaned the brake spring to repair the bed.

Event description:
Info received indicates the bed will not stop when being lowered.